Manufacturer narrative:
Senior territory manager, sean williams, reached out to the o.r. Manager, o.r. Director and biomedical engineer relevant to this case 3 times to schedule a refresher training with the customer on compatible fluids. No response was provided by the user. A compatible fluids list was sent to the facility detailing that platelets are not on the compatible fluids list for the belmont infuser. Additional training was offered but again no response provided. No additional information has been received as of 18aug2023.

Event description:
The user reported the device experiencing system error 101 and alarming every 10-15 seconds. Soon after that the disposable burst inside the unit. Although the disposable was discarded due to contamination, a photo of the unit was provided. They also confirmed that the rbcs and platelets were infused. Although the patient expired, the customer reported they were still able to transfuse a large volume during the event. There was no report the device caused or contributed to the patient death.

Manufacturer narrative:
The internal complaint file (B)(4) has been logged for this incident for traceability. The ri-2 involved in the incident was returned to belmont medical technologies for evaluation on (B)(6)2023. The user reported the device experiencing system error 101 and alarming every 10-15 seconds.. Soon after that the disposable burst inside the unit. Although the disposable was discarded due to contamination, a photo of the unit was provided. They also confirmed that the rbcs and platelets were infused. Although the patient expired, the customer reported they were still able to transfuse a large volume during the event. There was no report the device caused or contributed to the patient death. Platelets are one of the contraindicated fluids for use with ri-2 and may lead to clot formation inside the heat exchanger, which can block blood flow and result in an "over temperature" alarm. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser displays the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions.the operator's manual provides instructions on installing the disposable set and additional recommended operator actions. The step-by-step procedures in manual has warning on installing the disposable, "do not kink or twist the tubing" and "do not apply excessive pressure to the pressure transducer. The pressure transducer can be damaged with excessive force. Do not use the system if the pressure transducer is damaged". All 3-spike sets are 100% visually inspected and 100% leak tested prior to final packaging and release for shipment from belmont medical technologies. Evaluation: upon receipt of the referenced rapid infuser ri-2 unit, belmont service engineers were unable to confirm the customer complaint of a heating fault error after extensive functional testing and stress testing at elevated temperature for 48 hours. They also double checked both input and output temperatures, the input and output temperature probes, the power drive module assembly, and all cables in the system for proper connections, and they were all connected and operated properly. The unit performed according to our specifications upon receipt. Belmont service department upgraded the system to the latest software revision. To ensure that this unit performs according to our specifications, it was operated at elevated temperature for 48 hours. Upon completion, a final functional test, an electrical safety test, and a final inspection were performed. The unit passed all test specifications and inspection requirements. Belmont will be conducting refresher training for clinical staff at the user facility in order to demonstrate the proper use of device per our specifications and prevent any such incident in future. The disposable set was not returned to belmont for evaluation and lot number was not available; therefore, a thorough investigation into the disposable set is not possible. All 3-spike sets are 100% visually inspected and 100% leak tested prior to final packaging and release for shipment from belmont medical technologies. No device malfunction could be verified, and the root cause could not be fully determined. A follow-up report will be submitted once the training is complete and additional information becomes available.